Event description:
Upon inspection of the returned devices on (B)(6) 2023, it was noted that the ti tfna fenestrated screw and the locking screw were stripped. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø9 r 125° l235 timo15 was found broken from the middle of the shaft. The broken fragment was returned for evaluation. The allegation can be confirmed. A dimensional inspection for the tfna fem nail ø9 r 125° l235 timo15 was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The overall complaint was as the observed condition of the tfna fem nail ø9 r 125° l235 timo15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument, manufacturing date: 12-sep-2023, expiration date: 30-jun-2033, part number: 04.037.914s, 9mm/125 deg ti cann tfna 235mm/right¿ sterile, lot number: 6975p34 (sterile), lot quantity: (B)(4). One piece scrapped in cell for function. Production order traveler met all inspection acceptance criteria apart from the one piece noted. This lot was reworked; the data recorded on the rework is inconsistent with data recorded at other operations and with the intended diameter for this part number. A re-inspection for part diameter was completed and it was determined that the diameter was within specification and incorrectly recorded on the traveler and parts were released from hold. Inspection certificate met all inspection acceptance criteria apart from the one piece noted. Packaging label logs were reviewed and determined to be conforming. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and sterility criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, lot number: 7079p13, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, lot number: 6777p40, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 6999p19 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 29-jun-2023 was reviewed and determined to be conforming. Lot summary report dated 03-jul-2023 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device returned. Manufacture date added. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant device updated from unk - screws: nail locking to lockscr ø5 l40 f/nails tan light green.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported that on an unknown date, the patient required a removal of a tfna nail because it had broken. The implant had been in the patient for three to four weeks. The revision was performed because the patient had a femur fracture. This report involves one 9mm/125 deg ti cann tfna 235mm/right-sterile. This is report 1 of 1 for (B)(4).